Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the clips were malformed (gaps). There was no pt consequence.

Manufacturer narrative:
Device #5. Added additional info, device was not returned for evaluation.